Manufacturer narrative:
The initial reporter address was reported wrongly initial reporter name and address". Changed to: (B)(6).

Manufacturer narrative:
The device br 16 005 has been inspected for investigation purpose. The tests performed confirmed that it was impossible to start registration because of the incorrect positioning of the robot stand and patient head. The internal complaint reference is the following: (B)(4).

Event description:
During the registration step, it has been reported that a software failure was detected. A communication error has been identified. A surgery delay has been reported between 30 minutes and 1 hour.